Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15121, reference MFR report: 1627487-2015-15122. It was reported the patient experienced ineffective stimulation. The patient stated her ipg flipped in the pocket which caused the lead to pull out. Surgical intervention was undertaken and the patient's percutaneous scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15121. Reference MFR report: 1627487-2015-15122.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was not confirmed for ¿lead pull-out.¿ the returned ipg passed 95-0050 lead pull test. A lab lead with 2.2lb weight attached was inserted into each port with a 35-0103-01 torque wrench and suspended for 30 seconds. No lead pull out was observed in either header ports. The complaint of ipg flipped inside the pocket could not be analyzed. It may be due to patient factor or implant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.